Manufacturer narrative:
Based on the claim against the product by the customer noting slight resistance, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtm 2 to correct the reported problem. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. This complaint is reportable malfunction event due to the following: it was alleged that the mtml had resistance during procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had slight resistance on the master tool manipulator - left (mtml). The left mtm was controlling both universal surgical manipulator (usm) 1 and usm4. The customer felt slight resistance in both usm's. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed that the issue was not related to the patient side cart (psc) side. The tse reviewed the system logs and found no errors in the logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using all 4 arms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure during visual inspection. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.